Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 60% to 20% while connected to a power source. The customer's blood glucose level 151 (mg/dl). Reportedly, after charging the pump to 100% the pump battery was depleting as expected and the customer would continue to use the pump for insulin therapy.